Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump died and went to change the battery and it was not turning on. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported blank display. No harm requiring medical intervention was reported. The device will be not returned for analysis.